Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1ltq5, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient reported the first day or 2 after implant it felt like it was going to work and then would wear out and patient would have to increase the amplitude. The only way patient could get it to work was to increase so high that it was uncomfortable. Patient had it turned off for 3 years because it did not work and eventually ended up having the lead replaced on (B)(6) 2021. The lack of therapeutic effect has been ongoing since getting the new lead and patient was on program 2 which worked for a few days and then patient would start leaking and peeing again so would increase amplitude. Patient eventually increased so high that it hurt and then decided to change to program 3. At 0.4 patient could feel a vibration sensation deep inside and it worked well for 2-3 days but now it is not working again and patient is peeing like they used to. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to discussed general theory and use of programs and recommended keeping amplitude at a comfortable level. Recommended patient follow up with managing physician if not resolved. No further complications were reported at this time.